Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no non-conformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that they explanted a fusion bioline 8mm-40cm supp peripheral which was used for a fem-pop bypass. The physician saw infection and seroma. Fusion bioline graft was taken out to clear up the infection and seroma. The surgeon would not comment on the condition of the patient.